Event description:
A report was received that the patients ipg tear up the skin and was starting to exposed. The patient underwent an ipg explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all test performed.

Event description:
A report was received that the patients ipg tear up the skin and was starting to exposed. The patient underwent an ipg explant procedure. The patient was doing well postoperatively.